Manufacturer narrative:
The exact date of the event is unknown, event occurred (B)(6) 2020. Explant date: (B)(6) 2020.

Event description:
It was reported that the patient had an infection at the ipg site. The patient underwent an ipg explant procedure. The explanted device will not be returned.